Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was an alarm indicating patient circuit blocked and was an error code 1201. It is unknown if there was patient involvement.

Manufacturer narrative:
This is a duplicate of MFR# 2031642-2017-02043.